Event description:
Clinician contacted dexcom technical support on (B)(4) 2015 to report a missing sensor wire. The sensor was inserted on (B)(6) 2015, and the patient noticed the wire was missing on (B)(6) 2015. The insertion site was described as an area with a red bump, however the patient was not experiencing any additional discomfort. Patient sought medical intervention and went to urgent care. Against user guide recommendations, the patient had removed the transmitter prior to removal of the sensor pod. At the time of contact with dexcom technical support, no additional medical intervention or injuries were reported. No additional patient or event information is available.

Manufacturer narrative:
No product was returned for investigation. The complaint could not be confirmed, therefore a definitive root cause could not be determined. However, it was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body.